Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, leak and pressure tested. The first cylinder had a hole in the outer tube from kink resistant tubing (krt) wear in the proximal end of the cylinder. The first cylinder had wear at a fold in the proximal end, middle and distal end of the cylinder. The second cylinder had wear on the outer tube from krt in the proximal end of the cylinder. The second cylinder had wear at a fold in the proximal end, middle and distal end of the cylinder. Both cylinders passed pressure and leak tests. The pump was visually and microscopically examined, leak and functionally tested. The pump tubing was cut down to the pump block on one of the cylinders krt section. No anomalies were found with the pump. The spherical reservoir was visually inspected, and leak tested. The spherical reservoir passed visual inspection and there were no visual damages or abnormalities found. The spherical reservoir passed leakage test. Based on the information available and analysis results, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis surgery because the device would not inflate. All components were removed and replaced. A hole in the tubing was observed upon removal, resulting in fluid loss. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis surgery because the device would not inflate. All components were removed and replaced. A hole in the tubing was observed upon removal, resulting in fluid loss. There were no patient complications.